Event description:
It was reported that the patient had an epidural hemorrhage after undergoing a neurostimulation trial. The trial went well with no problems with placement or excessive blood. After the trial the patient had pain when she went to the bathroom. The stimulator was turned off and disconnected. The leads were eventually pulled; however, the patient continued to have an increase of pain. A magnetic resonance image was taken, and the an epidural hemorrhage was found. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the cause of the event was unknown but was presumed to be associated with the leads. It was noted that the leads were inserted without difficulty on the first attempt but required significant pain relief during the procedure. Approximately 2 hours after placement of the leads, the patient had significant pain chest wall pain (non-cardiac per EKG) which did not respond to IV morphine. The leads were then taken out and within 3 hours the patient had a decompressive laminectomy procedure. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID 3874, serial# unknown, product type screening device. (B)(4).